Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent damage. Proximal stent strut row damaged and slightly flared. Struts no longer aligned and appear to have been pinched/squeezed. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found polymer shaft damage immediately proximal to the proximal end of the stent extending for a length of 5.4cm. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm x 3.00mm,eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and non-calcified right coronary artery. After a 6f jr non-bosyon scientific (bsc)guide catheter was engaged and a wire was crossed the lesion, pre-dilation was performed with a 2.00x12mm non-bsc balloon catheter resulting to 75% residual stenosis. Following pre-dilation, a 32 x 3.00 promus elite drug-eluting stent was advanced but failed to crossed the lesion. The stent was taken out and multiple dilatations was done but it was still unable to cross. The procedure was completed using a 3.00x33mm non-bsc stent. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.